Manufacturer narrative:
During functional testing performed at zoll on (B)(6) 2022, the load cell on the autopulse platform (s/n (B)(4) was found under reporting (defective). The root cause for the fault was due to a defective load cell module 1 likely attributed to mishandling such as a drop or a defective component. The load cell module 1 was replaced to remedy the observed issue. Upon visual inspection, zoll service personnel noted no physical damage was observed on the autopulse platform. During further functional testing, noted a sticky clutch plate. The probable root cause for the sticky clutch could be due to the normal use of the device. The autopulse platform was manufactured in december 2016 and is over 5 years old, reached its expected serviceable life of 5 years. The sticky clutch plate was deburred to address the issue. The impact of a sticky clutch was not severe enough to make the platform non-functional. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During functional testing performed at zoll on (B)(6) 2022, the load cell on the autopulse platform (s/n (B)(4) was found under reporting (defective). No patient involvement.